Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient stated the original cartridge leaked inside the pump, resulting in the entire cartridge being wasted and requiring replacement. The patient also chose to replace the infusion set at the same time. The patient confirmed there were no issues with the previous cannula or tubing and reported no visible damage to the cartridge or plunger. The agent instructed the patient to ensure the pump chamber was clear prior to rewinding. The patient replaced the cartridge with minimal assistance from the agent and was able to resume insulin delivery. The cartridge involved was associated with the reported lot number. The patient noted that some insulin may have been delivered, as blood glucose levels decreased from previously elevated values to a lower level following the cartridge change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.